Event description:
The pt contacted nephron pharmaceuticals corporation on (B)(6) 2013, regarding a reportable product complaint of no aerosol production associated with the ez breathe atomizer failed to produce an aerosol mist despite cleaning the unit according to the product's instructions. During a f/u phone call on (B)(6) 2013, the pt added that he experienced an asthma attack when the atomizer failed to produce an aerosol mist; however, he reported that he used a friend's inhaler to alleviate the symptoms of his asthma exacerbation. The pt is a 46 yr old male with a past medical history that is significant for asthma (all his life). He reported that he is a former smoker and is not aware of any allergies to medications. The investigated product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the MFR health & life, co., ltd., on may 8, 2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after nephron pharmaceuticals corporation, the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breath atomizer. The impacted atomizer serial number ranges are: (B)(4). Baseline respiratory status, concomitant medications and the clinical course of asthma attack were not provided. Causality is conservatively assessed as possible, due to lack of administration.